Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury. The pt reports experiencing the following: abdominal pain, pelvic pain, pelvic mesh infection, cellulitis of the trunk wall, urinary tract infection, persistent vaginal discharge secondary to mesh erosion, vaginal erosion, repeat erosion of mesh, dyspareunia, urinary frequency, intermittent stream and flow, vaginal bleeding, vaginal pressure and/or pain, and/or incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).